Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve in valve after an implant duration of five (5) years, 10 months due to valve degeneration, severe stenosis, and moderate regurgitation. The tmvr was performed with a 26mm 9750tfx. Per the medical records, the patient presented with hfpef nyha class ii heart failure. The patient tolerated the procedure well and was transferred to the general cardiology floor for recovery. Postoperatively, the patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, e1, g3, g6, h2, h6 (device codes, type of investigation, investigation findings, and investigation conclusions) and h10. H10: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation, in this case, were most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, in this case, was likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve in valve after an implant duration of five (5) years, 10 months due to stenosis. The tmvr was performed with a 26mm 9750tfx.